Event description:
It was reported that the patient indicated falling five times in one day, and upon further investigation, it was determined that the atrial lead was fractured. The lead was capped and replaced. During the replacement procedure, a new lead was attempted, but not used. It appeared that the insulation was breached during a difficult implant. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092 implantable pacing lead - (B)(6) 2004. (B)(4).